Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/5/2019: device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior views. Within crease a tear measuring approximately 0.4 cm was noted in the posterior view. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6708710, and no non-conformance's related to the reported complaint were identified. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 800cc saline prosthesis, catalog # 3502800, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was confirmed by a physician. As a result, bilateral prosthesis replacement was performed. The right prosthesis was replaced with a mentor smooth round moderate profile 475cc saline prosthesis, and the left prosthesis was replaced with a mentor smooth round moderate profile 525cc saline prosthesis.